Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri due to high battery impedance logged on (B)(6)-2011, prior to explant. Ramware version 8 installed during the week ending (B)(6)-2011. High battery impedance, leading to eri. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device exhibited elective replacement indicators (eri) early due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed during the week ending (B)(6) 2011. High battery impedance, leading to eri.